Manufacturer narrative:
This supplemental report was submitted to provide additional information from the customer and to update the following sections: b2, d10,g2, g3, g6, h2, h6 and h10. The nurse at the user facility further reported the type of procedure performed was a diagnostic cystoscopy. The issue was noticed both during the middle and after the procedure. The intended procedure was completed using a different device but there were multiple delays in procedures. The staff would manually try to fix the problem mid-procedure which only worked with holding the cord in a very specific spot. Patients were not under general anesthesia. No other devices replaced during the procedure. The device was sent to olympus for repair and a loaner was received to use during the repair. There were no additional error codes, alarms or alert tones associated with this event, no corrosion in the connector, no resistance when inserting the connector into the port and no foreign objects observed on the electrical contacts. The scope was physically able to be inserted into the port, all settings were correct, and all the connections and cables were secure. The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. Because no issues were found with the dvi output jack during evaluation and testing, the cause of the customer's reported issue cannot be determined. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. Although the reported problem could not be duplicated during the device evaluation, the ap and dp printed circuit boards were replaced due to a possible intermittent issue.

Event description:
A user facility reported to olympus that the dvi output jack was faulty. The problem, as reported to olympus, was identified during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.